Manufacturer narrative:
Analysis reply: product name: novopen 4. Batch: (B)(4). Investigation and results: technical, visual, and functional examinations were performed. The function of the pen was found to be normal. Batch documentation reviewed and investigation for filed non conformities with regard to the observed problem was performed. No non conformity was filed and no comments found during batch record review. The dose accuracy was measured by weighing. The penfill cartridge returned with the delivery device was used. The result was within acceptable limits. Upon receipt the penfill was under pressure indicating an attempt has been made to dose without a needle mounted or with a clogged needle mounted. During test of the device, it has not been possible to detect any irregularities. Product info conclusion for novopen 4: the dose accuracy was measured and found to comply with the specs. Nothing abnormal was found regarding the device. Product name: novopen 4, batch: (B)(4). Investigation results: technical, visual, and functional examinations were performed. Upon receipt the penfill was under pressure indicating an attempt to dose without a needle mounted or with a clogged needle mounted. The function of the pen was normal. The dose accuracy was measured by weighing. The penfill cartridge returned with the delivery device was used. The result was within acceptable limits. Batch documentation reviewed and investigation for filed non conformities with regard to the observed problem was performed. No non conformity was filed and no comments were found during the batch record review. During test of the device, it has not been possible to detect any irregularities. Product info conclusion for novopen 4: the dose accuracy was measured and found to comply with the specs. Nothing abnormal was found regarding the device. Product name: insulatard penfill, batch: (B)(4). The retuned products were examined macroscopically and microscopically. Furthermore, the parameters identity, assay and degradation were examined. A ph analysis was also performed. The insulin was found to be normal. Furthermore, one of the returned cartridges was seen to be cracked. The pattern of the cracks indicates that the glass has been subject to a squeeze or an impact. Note: according to writing on a paper bag received containing the products, the cracked cartridge was noticed cracked due to fall to the floor. Product info conclusion for insulatard penfill: the observed problem is due to fall on the floor. Insulin was found to be normal. Product name: novorapid penfill, batch: (B)(4). The returned products were examined macroscopically. Furthermore, the parameters identity, assay and degradation were examined. A ph analysis and a chemical analysis of the product were also performed. The amount of degradation products was too high. The insulin has been damaged due to heat exposure as a result of not being kept in the correct storage conditions. It cannot be excluded that the potency or the chemical composition are affected. However, a reference sample was examined macroscopically. Furthermore, the parameters identity, assay and degradation were examined. A ph analysis was also performed. The reference sample was found to be normal. The results were found to comply with specs. Product name: novorapid penfill, batch: (B)(4). The returned product was examined visually. Less than 0.4 ml left in the cartridge. Due to insufficient complaint sample material a reference sample check was performed. A reference sample was examined macroscopically. Furthermore, the parameters identity, assay and degradation were examined. A ph analysis was also performed. The reference sample was found to be normal. The results were found to comply with specs. Product name: novorapid penfill, batch: (B)(4). The returned product was examined macroscopically and microscopically. Furthermore, the parameters identity, assay and degradation were examined, a ph analysis was also performed. The amount of degradation products was too high. The insulin has been damaged due to heat exposure. It cannot be excluded that the potency or the chemical composition are affected. A reference sample was examined macroscopically. Furthermore, the parameters identity, assay and degradation were examined. A ph analysis was also performed. The reference sample was found to be normal. The results were found to comply with specs. Product info conclusion for novorapid penfill: due to an insufficient amount of product returned for investigation, it has not been possible to perform relevant investigations on the complaint sample. A reference sample check was found to be normal. The observed problem is due to incorrect storage of the product. However, a reference sample check showed nothing abnormal. Final comment from the MFR: on (B)(4) 2012, the suspected pens were returned to novo nordisk a/s and no faults were found on the pens. However, as there was a suspicion of mix-up between the insulin, a search was done in novo nordisk a/s safety database to find similar cases. No other cases similar to MFR report number (B)(4) were identified as a result of the search. In addition, in the instruction "for use of novopen 4" it is stated that "if you are treated with more than one type of insulin in cartridges, you must use a different device for each type of insulin" and "always make sure that you are using the correct type of insulin" to inform and instruct the user how to avoid mix-up situations. Note: due to a reported change in suspect product from novopen junior to novopen, this case was previously submitted as initial and follow-up #1 reports under MDR 9681821-2012-00013 for novopen junior and the case was also submitted as an initial report under MDR 9681821-2012-00024 for novopen. However, due to an additional change in suspected device from novopen to two novopen 4 insulin delivery devices, all previously reported info from 9681821-2012-00013 and 9681821-2012-00024 are included in this report for the initial mdrs for novopen 4 MDR sequence number 9681821-2012-00027 and 9681821-2012-00028. Reporter comment: pt's doctor informs that the autopsy report seems to establish the cause of death to be an overdose of fast acting insulin. He is still awaiting the final report - some toxicology results were still missing. They do not in any way suspect that this was caused by a device malfunction - solely the seemingly tragic mistake of inserting the wrong penfill in the pen. Eval summary: investigation and results: technical, visual, and functional examinations were performed. Upon receipt the penfill was under pressure indicating an attempt to dose without a needle mounted or with a clogged needle mounted. The function of the pen was normal. The dose accuracy was measured by weighing. The penfill cartridge returned (from product information 5) with the delivery device was used. The result was within acceptable limits. Batch documentation reviewed and investigation for filed non conformities with regard to the observed problem was performed. No non conformity was filed and no comments were found during the batch record review. During test of the device it has not been possible to detect any irregularities. Additional dosage regimens: novorapid penfill - regimen #2, lot# as62878, exp date: 11/2012; novorapid penfill - regimen #3, lot# as64043, exp date: 11/2013; novorapid penfill - regimen #4, #5 and #6, lot# as65040, exp date: 12/2013; and novorapid penfill - regimen #7, lot# as65040.

Event description:
Autopsy report seems to establish the cause of death to be an overdose of fast-acting insulin (overdose), hypoglycemia (hypoglycemia). Changed insulin in the silver colored pen from insulatard to novorapid, made a mistake by taking the wrong type of insulin, novorapid, as she should take her evening dose with insulatard (wrong technique in drug usage process). Case description: does the incident represent a serious public health threat? No. This spontaneous case from (B)(6) was reported by the (B)(6) medicines agency and the patient's medical doctor as "changed insulin in the silver colored pen from insulatard to novorapid, made a mistake by taking the wrong type of insulin, novorapid, as she should take her evening dose with insulatard," "autopsy report seems to establish the cause of death to be an overdose of fast-acting insulin" and hypoglycemia" and concerns a (B)(6) female patient (born in 1998) treated with novorapid penfill (fast acting insulin aspart) from (B)(6) 2008 (stop date not reported) and novopen 4 (insulin delivery device) start/stop dates not reported due to type 1 diabetes mellitus. Patient's height: (B)(6). Medical history includes type 1 diabetes mellitus (since (B)(6) 2008). The patient had no family history of diabetes and no allergy. The patient's diabetes was well regulated. Hba1c from the (B)(6) 2011 was 6.6%, hba1c from the (B)(6) 2011 was 7.4%. No bigger hypoglycemia during the nights. Concomitant medication included insulatard (long-acting insulin human). In the silver colored pen the patient used insulatard. The patient has been trained in using her pen and in subcutaneous injection. On (B)(6) 2012, the patient had her last meal (dinner). The last insulin dose was in the evening on (B)(6) 2012. There were no changes in diet, omitted meals, exercise, physical activity or weight. On (B)(6) 2012 in the morning, the patient was found dead in her bed by her mother. In the conversation with the mother and the police, it was discovered that the girl did not had a novopen junior as the doctor earlier has mentioned, but that the girl had a blue and silver colored novopen. The girl used insulatard in the silver colored novopen and novorapid in the blue colored novopen. In that afternoon before the girl died the mother thinks that the girl changed insulin in the silver colored pen from insulatard to novorapid, because she wanted to save time and not go upstairs and get the blue pen. Later in the evening, the girl made a mistake by injecting the wrong type of insulin, novorapid, instead of injecting her evening dose with insulatard. The patient's doctor informs that the autopsy report seems to establish the cause of death to be an overdose of fast-acting insulin. He is still awaiting the final report- some toxicology results was still missing. They do not in any way suspect that this was caused by a device malfunction- solely the seemingly tragic mistake of inserting the wrong penfill into the pen. The possible reason for mixing the two types of insulin is that the mother thinks that the girl has put rapid-acting insulin into the silver colored novopen in order to save time, due to the other pen, the blue one, was stored upstairs. In the evening she has probably taken her rapid-acting insulin instead of long-acting insulin- insulatard. According to the patient's mother the girl always used the blue (novopen 4) for the fast-acting insulin and the silver (novopen 4) for the basal insulin. The mother believes that the girl has never used the same pen to administer both basal and colors insulin before this event occurred. The samples received showed that approximately 125 units of insulin has been used. It is stated that the patient put the penfill into the pen in that afternoon and should only have used max 14 units of insulin according to her dosing regime. However, there was 111 units of insulin missing. According to the police no insulin was extracted from the pens after they have been found. Conclusion from the post-mortem report: the immediate cause of death supposes to be strangulation due to outer compression of the thorax. The reason why the now dead person got jammed between the bed and the sofa and could not get up by herself is not yet clarified. From the information concerning the circumstances and the finding of rapid-acting insulin in the pen used for long-acting insulin, it could be reasonable to suppose that she in the evening on the (B)(6) 2012 could have taken to high dose of rapid-acting insulin and therefore has had alarming low blood glucose which again might has let to unconsciousness and possible cramps. Comment from the chief physician from the pathology department, (B)(6) hospital: it could be perceived as unlucky that it is possible to change between rapid acting and long acting insulin in the same pen, as it looks like what is happen here. The chief physician is aware of that doctor (B)(6) from the pediatric department from (B)(6) hospital has reported the event as a malfunction of a medical device. The reporter suggests that a mechanical code where only one type of penfill fits into one type of novopen could have prevented the event.